Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device replacement for elective replacement indicator (eri) this cardiac resynchronization therapy defibrillator (crt-d) was found to have detected low out-of-range right atrial (ra) lead and left ventricular (lv) lead impedances. There was also high lv threshold measurements and ra noise with oversensing. The crt-d was explanted and replaced however due to clinical evaluation and age of patient the physician did not revise the leads. No adverse patient effects were reported. The device will not be returned for evaluation.